Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent a procedure (date not reported), to excise the excess skin and place a longer abutment. The procedure was unsuccessful as the abutment wasn't compatible with the existing fixture, as a result a new fixture was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.